Manufacturer narrative:
Sus voluntary even report was received. Medwatch: mw5147196.

Event description:
It was reported that a patient presented with post-paced t-wave over-sensing and insulation damage noted on the patient's right ventricular lead. The lead was surgically abandoned. No further adverse patient consequences were reported.